Event description:
Complainant alleged that while attempting to defibrillate a patient, the device did not allow the associated defibrillator to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The customer has indicated that the internal handles will be discarded at the customer facility and will not be returning to zoll medical corporation for evaluation.